Manufacturer narrative:
The imaging evaluation stated: on (B)(6) 2020, a 30mm gore® cardioform septal occluder was implanted to close a patent foramen ovale. A few days later, the patient developed a fever and was diagnosed with endocarditis. Transesophageal echocardiogram examination showed thrombus formation on the inferior portion of the left disc of the occluder. The patient was treated with antiplatelet therapy and the thrombus later resolved. The gore® cardioform septal occluder instructions for use states: adverse events associated with the use of the occluder may include, but are not limited to: thrombosis or thromboembolic event resulting in clinical sequelae; endocarditis.

Event description:
It was reported to gore that on (B)(6) 2020 a 30mm gore® cardioform septal occluder was selected to close a patent foramen ovale. The implantation went well without any complications. Five days after the implantation, on (B)(6) 2020, the patient developed a fever. A transesophageal echocardiogram (tee) examination showed thrombus formation on the left disc of the occluder. A blood test confirmed the diagnosis of endocarditis and the patient was treated with antibiotics. The patient was also treated with antiplatelet therapy. A tee that was performed two days later showed reduced thrombus formation. A pet/CT that was done on (B)(6) 2020 showed inflammation on the occluder. It was (B)(6) 2020 showed that the thrombus had completely resolved and the patient was discharged the first week of (B)(6).